Event description:
While performing maintenance on an mrx device, it was discovered by an authorized field service engineer that the display for the unit was no longer powering on following the installation of a new processor pca.